Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was visually observed on the right ventricular (rv) lead. The physician resolved the issue by repairing the rv lead with medical adhesive and a suture sleeve. The patient was in stable condition.